Event description:
The surgeon implanted a aa4203vf plate silicone lens. Three days post-op, the patient developed an acute sterile inflammatory reaction with typical anterior and associated with ciliary congestion, pigment and cellular deposits on the lenticular surface, with uveitis. 13 days post-op, anterior tag treatment was performed. Patient was put on mydriatic, oycloplegie and anti-inflammatory drops. In 03/2001, follow-up showed a refraction of +0.25 -0.75 x180. No fresh inflammation or capsular fibrosis seen. The patient's prognosis is good. The lens remains implanted. The iol injector, model and lot # unknown. The iol injection cartridge, model and lot # unknown.